Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A consumer reported complications related to post lasik including diagnosis of untreated diffuse lamellar keratitis in both eyes. The diffuse lamellar keratitis progressed to stage four. This resulted in corneal flap melt and epithelial ingrowth. The patient had cornea flap amputation. The patient noted vision is severely deteriorated and suffers from pain. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).